Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were attempted to be used to treat a severely tortuous and moderately calcified lesion with 80% stenosis located in the mid obtuse marginal. For both devices, there was no damage noted to the device packaging. There were no issues noted when removing the devices from the hoop/tray. No difficulties were noted when removing the protective sheath. The devices were both inspected without issue. Negative prep was not performed on the first device (lot:0008912075) but was performed without issue on the second device (lot:0008995250). The lesion was pre-dilated. The inflation device was on neutral during delivery. The devices did not pass through previously deployed stents. Resistance was encountered during the advancement of both devices and excessive force was not used. It was reported that the first device became deformed in vivo during positioning and the stent then dislodged during removal following a failed delivery. The dislodged stent was removed by inflating a small diameter balloon to 2 atm. It was also reported that the second device deformed in vivo during positioning. The procedure was not completed. No patient injury is reported.

Manufacturer narrative:
Cine image review: the procedural images capture the lesion at the om as reported by the account. An image shows the attempted delivery of an unidentified stent. The guide catheter and previously deployed stents are visible in the upper portion of the image and the guide catheter is visible exiting the tip of the guide catheter and delivered through the lesion. An image shows the attempted withdrawal and subsequent dislodgement of the stent following failed delivery. The marker bands are visible entering the distal end of the guide catheter while the stent is pulled distally off the delivery system. An image captures the stent deformation in vivo as reported by the account. A second stent is delivered to the lesion. Blood flow is restored. No images of the second stent deformation in vivo are captured. Product analysis summary: there was a kink on the hypotube 4.4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 5th and 6th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update negative prep was not performed on the first device (lot: 0008995250) but was performed without issue on the second device (lot: 0008912075). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: delivery system and device decontaminated with cidex-opa. The stent was not present on the balloon of the returned delivery system. The stent returned loaded on to euphora device. Deformation was evident to the proximal stent wraps with struts raised. Crimp impressions were visible on the exposed balloon surface of the stent delivery system. The balloon folds remained intact on the stent delivery system. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.